Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), rash ("rashes"), migraine ("migraines"), nausea ("nausea"), abdominal pain lower ("cramping") and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, rash, migraine, nausea, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, menorrhagia, migraine, nausea, pelvic pain and rash to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ stabbing constant pain'), genital haemorrhage ('the bleeding is normal'), gastrointestinal haemorrhage ('gi bleed resulting from food allergies') and cervix carcinoma ('cervical cancer') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric disorder and colon cancer. Family history included cervical cancer. Concomitant products included docusate sodium (colace). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal haemorrhage (seriousness criteria hospitalization and medically significant), dyspareunia ("painful intercourse"), adrenal mass ("it was for adrenal gland nodule.. So is show my placement in those.. I did have inflammation around one"), rash ("rashes"), migraine ("migraines"), nausea ("nausea"), abdominal pain lower ("cramping"), menorrhagia ("excessive bleeding during menstruation/ I bleed for 4weeks"), abdominal discomfort ("mt stomach is the same way... Horrible feeling"), emotional disorder ("I know that my emotions were on high alert"), feeling abnormal ("brain foggy"), menstrual disorder ("I bleed for about 4 weeks after.. Just enough to need a panty liner with a weird smell"), helplessness ("with me it was the feeling of helplessness that really made it worse"), hydrometra ("fluid within my uterine wall"), gastrointestinal disorder ("gi tract problems since having essure placed"), dermal cyst ("in didn¿t have cyst in my lower body but I have had 1 on face one on neck and one on arm"), cyst ("in didn¿t have cyst in my lower body but I have had 1 on face one on neck and one on arm"), food allergy ("food allergy"), flatulence ("I did have bad gas pain"), uterine prolapse ("appt on wednesday to check prolapse etc") and inflammation ("I did have inflammation around one") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, gastrointestinal haemorrhage, cervix carcinoma, dyspareunia, adrenal mass, rash, migraine, nausea, abdominal pain lower, menorrhagia, abdominal discomfort, emotional disorder, menstrual disorder, helplessness, hydrometra, gastrointestinal disorder, dermal cyst, cyst, food allergy, flatulence, uterine prolapse and inflammation outcome was unknown and the feeling abnormal was resolving. The reporter considered abdominal discomfort, abdominal pain lower, adrenal mass, cervix carcinoma, cyst, dermal cyst, dyspareunia, emotional disorder, feeling abnormal, flatulence, food allergy, gastrointestinal disorder, gastrointestinal haemorrhage, genital haemorrhage, helplessness, hydrometra, inflammation, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash and uterine prolapse to be related to essure (ess205). The reporter commented: I had mine done laparoscopic with 3 incisions (one in belly button and two on each side) most recent follow-up information incorporated above includes: on (B)(6) 2019: social media document received: new events-my stomach is the same way... Horrible feeling, I know that my emotions were on high alert, brain foggy, the bleeding is normal, I bleed for about 4 weeks after.. Just enough to need a panty liner with a weird smell, helplessness, fluid within my uterine wall, adrenal gland nodule, inflammation nos, gi tract problems, gi bleed, , cervical cancer, uterine prolapse, inflammation nos, food allery, I did have bad gas pain, cyst on face, neck and arm were added. Updated outcome of event brain foggy to recovering/resolving. Reporters information, medical history and concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ stabbing constant pain'), genital haemorrhage ('the bleeding is normal'), gastrointestinal haemorrhage ('gi bleed resulting from food allergies'), cervix carcinoma ('cervical cancer') and menorrhagia ('excessive bleeding during menstruation/ I bleed for 4weeks') in an adult female patient who had essure (ess205) (batch no. 12265690) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric disorder, colon cancer and pregnancy. Previously administered products included for prevent pregnancy: ortho evra patch from (B)(6) 2003 to (B)(6) 2004, mirena in (B)(6) 2004 and birth control pill from 2001 to 2002. Concurrent conditions included obesity, colitis, constipation, allergic reaction to analgesics, drug allergy, perineal pain, dysplasia of cervix (uteri), human papilloma virus infection, hyperkeratosis and fibrosis. Family history included cervical cancer. Concomitant products included calcium since (B)(6) 2014, docusate sodium (colace), ondansetron from 2012 to 2017, testosterone from (B)(6) 2014 and zolpidem since (B)(6) 2015. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced nausea ("nausea"). In (B)(6) 2005, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems - condition: depression"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vag discharge"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti/infection (bladder/urinary tract/vaginal) type: uti,") and hyperhidrosis ("hormonal changes/hormonal changes describe: excessive sweating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal haemorrhage (seriousness criteria hospitalization and medically significant), adrenal mass ("it was for adrenal gland nodule.. So is show my placement in those.. I did have inflammation around one"), rash ("rashes/rash/skin condition"), migraine ("migraines/migraines / headaches"), abdominal pain lower ("cramping"), menorrhagia (seriousness criterion medically significant), abdominal discomfort ("mt stomach is the same way... Horrible feeling"), emotional disorder ("I know that my emotions were on high alert"), feeling abnormal ("brain foggy"), menstrual disorder ("I bleed for about 4 weeks after.. Just enough to need a panty liner with a weird smell"), helplessness ("with me it was the feeling of helplessness that really made it worse"), hydrometra ("fluid within my uterine wall"), gastrointestinal disorder ("gi tract problems since having essure placed/gi condition"), dermal cyst ("in didn¿t have cyst in my lower body but I have had 1 on face one on neck and one on arm"), food allergy ("food allergy"), flatulence ("I did have bad gas pain"), uterine prolapse ("appt on wednesday to check prolapse etc"), medical device site inflammation ("I did have inflammation around one"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infect"), vaginal infection ("vag infect"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with allopurinol (elavil), amitriptyline, antibiotics, bupropion hydrochloride;naltrexone hydrochloride (contrave), levothyroxine, lorcaserin hydrochloride (belviq), sumatriptan succinate (imitrex df), venlafaxine, vitamin d nos (vitamin d) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, rash, nausea, menorrhagia, dysmenorrhoea, abdominal pain, metrorrhagia, iron deficiency anaemia, hypersensitivity, fibromyalgia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia and hyperhidrosis had resolved, the gastrointestinal haemorrhage, cervix carcinoma, adrenal mass, abdominal pain lower, abdominal discomfort, emotional disorder, menstrual disorder, helplessness, hydrometra, gastrointestinal disorder, dermal cyst, food allergy, flatulence, uterine prolapse, medical device site inflammation, headache, female sexual dysfunction, allergy to metals and depression outcome was unknown and the migraine, feeling abnormal and weight increased was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, adrenal mass, allergy to metals, alopecia, cervix carcinoma, cystitis, depression, dermal cyst, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flatulence, food allergy, gastrointestinal disorder, gastrointestinal haemorrhage, genital haemorrhage, headache, helplessness, hydrometra, hyperhidrosis, hypersensitivity, iron deficiency anaemia, medical device site inflammation, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine prolapse, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: I had mine done laparoscopic with 3 incisions (one in belly button and two on each side). Received treatment for bladder infection, uti, vag. Infection, vag. Discharge, apareunia (inability to have sexual intercourse). Current weight 301 lbs. Five to six coils were visualized outside the ureterotubal junction. Three coils were seen protruding form the ureterotubal junction with correct centered placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: essure confirmation test(s) conducted - bilateral occlusion. Total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received ¿ fu 2 and 3 process together. New events dysmenorrhea (cramping), abdominal pain, metrorrhagia (bleeding b/w periods), anemia, hypersensitivity, fibromyalgia, bladder infect, uti, vag infect, vag discharge, headaches, fatigue, hair loss, hormonal changes, weight gain and apareunia (inability to have sexual intercourse) were added. Outcome of dyspareunia (painful sexual intercourse), pelvic pain, menorrhagia, rash/skin condition, from unknown to recovered. Product indication were added. Patient date of birth was added. Consumer address and new reporter were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ stabbing constant pain'), genital haemorrhage ('the bleeding is normal'), gastrointestinal haemorrhage ('gi bleed resulting from food allergies'), cervix carcinoma ('cervical cancer') and menorrhagia ('excessive bleeding during menstruation/ I bleed for 4weeks') in an adult female patient who had essure (ess205) (batch no. 12265690) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric disorder, colon cancer and gravida ii. Previously administered products included for prevent pregnancy: ortho evra patch from (B)(6)2003 to (B)(6)2004, mirena in (B)(6)2004 and birth control pill from 2001 to 2002. Concurrent conditions included obesity, colitis, constipation, allergic reaction to analgesics, drug allergy, perineal pain, dysplasia of cervix (uteri), human papilloma virus infection, hyperkeratosis and fibrosis. Family history included cervical cancer. Concomitant products included calcium since (B)(6)2014, docusate sodium (colace), ondansetron from 2012 to 2017, testosterone from (B)(6)2014 to (B)(6)2014 and zolpidem since (B)(6)2015. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced nausea ("nausea"). In (B)(6)2005, the patient was found to have weight increased ("weight gain"). In (B)(6)2007, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6)2008, the patient experienced fatigue ("fatigue"). In (B)(6)2008, the patient experienced alopecia ("hair loss"). In (B)(6)2008, the patient experienced depression ("psychological or psychiatric problems - condition: depression"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vag discharge"). In (B)(6)2014, the patient experienced urinary tract infection ("uti/infection (bladder/urinary tract/vaginal) type: uti,") and hyperhidrosis ("hormonal changes/hormonal changes describe: excessive sweating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal haemorrhage (seriousness criteria hospitalization and medically significant), adrenal mass ("it was for adrenal gland nodule.. So is show my placement in those.. I did have inflammation around one"), rash ("rashes/rash/skin condition"), migraine ("migraines/migraines / headaches"), abdominal pain lower ("cramping"), menorrhagia (seriousness criterion medically significant), abdominal discomfort ("mt stomach is the same way... Horrible feeling"), emotional disorder ("I know that my emotions were on high alert"), feeling abnormal ("brain foggy"), menstrual disorder ("I bleed for about 4 weeks after.. Just enough to need a panty liner with a weird smell"), helplessness ("with me it was the feeling of helplessness that really made it worse"), hydrometra ("fluid within my uterine wall"), gastrointestinal disorder ("gi tract problems since having essure placed/gi condition"), dermal cyst ("in didn¿t have cyst in my lower body but I have had 1 on face one on neck and one on arm"), food allergy ("food allergy"), flatulence ("I did have bad gas pain"), uterine prolapse ("appt on wednesday to check prolapse etc"), medical device site inflammation ("I did have inflammation around one"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infect"), vaginal infection ("vag infect"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with allopurinol (elavil), amitriptyline, antibiotics, bupropion hydrochloride;naltrexone hydrochloride (contrave), levothyroxine, lorcaserin hydrochloride (belviq), sumatriptan succinate (imitrex df), venlafaxine, vitamin d nos (vitamin d) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, rash, nausea, menorrhagia, dysmenorrhoea, abdominal pain, metrorrhagia, iron deficiency anaemia, hypersensitivity, fibromyalgia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia and hyperhidrosis had resolved, the gastrointestinal haemorrhage, cervix carcinoma, adrenal mass, abdominal pain lower, abdominal discomfort, emotional disorder, menstrual disorder, helplessness, hydrometra, gastrointestinal disorder, dermal cyst, food allergy, flatulence, uterine prolapse, medical device site inflammation, headache, female sexual dysfunction, allergy to metals and depression outcome was unknown and the migraine, feeling abnormal and weight increased was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, adrenal mass, allergy to metals, alopecia, cervix carcinoma, cystitis, depression, dermal cyst, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flatulence, food allergy, gastrointestinal disorder, gastrointestinal haemorrhage, genital haemorrhage, headache, helplessness, hydrometra, hyperhidrosis, hypersensitivity, iron deficiency anaemia, medical device site inflammation, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine prolapse, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: I had mine done laparoscopic with 3 incisions (one in belly button and two on each side). Received treatment for bladder infection, uti, vag. Infection, vag. Discharge, apareunia (inability to have sexual intercourse). Current weight 301 lbs. Five to six coils were visualized outside the ureterotubal junction. Three coils were seen protruding form the ureterotubal junction with correct centered placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(6)2005: essure confirmation test(s) conducted - bilateral occlusion. Total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia. Lot number: 12265690 manufacture date: 2004-06 expiration date: 2005-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical compliant. Incident; we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ stabbing constant pain') and gastrointestinal haemorrhage ('gi bleed resulting from food allergies') in an adult female patient who had essure (ess205) (batch no. 12265690) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric disorder, colon cancer and gravida ii. Previously administered products included for prevent pregnancy: ortho evra patch from (B)(6)2003 to (B)(6)2004, mirena in october 2004 and birth control pill from 2001 to 2002. Concurrent conditions included obesity, colitis, constipation, allergic reaction to analgesics, drug allergy, perineal pain, dysplasia of cervix (uteri), human papilloma virus infection, hyperkeratosis and fibrosis. Family history included cervical cancer. Concomitant products included calcium since (B)(6)2014, docusate sodium (colace), ondansetron from 2012 to 2017, testosterone from (B)(6)2014 to (B)(6)2014 and zolpidem since (B)(6)2015. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced nausea ("nausea"). In (B)(6)2005, the patient was found to have weight increased ("weight gain"). In (B)(6)2007, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6)2008, the patient experienced fatigue ("fatigue"). In (B)(6)2008, the patient experienced alopecia ("hair loss"). In (B)(6)2008, the patient experienced depression ("psychological or psychiatric problems - condition: depression"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vag discharge"). In (B)(6)2014, the patient experienced urinary tract infection ("uti/infection (bladder/urinary tract/vaginal) type: uti,") and hyperhidrosis ("hormonal changes/hormonal changes describe: excessive sweating"). On an unknown date, the patient experienced gastrointestinal haemorrhage (seriousness criterion hospitalization), genital haemorrhage ("the bleeding is normal"), adrenal mass ("it was for adrenal gland nodule.. So is show my placement in those.. I did have inflammation around one"), rash ("rashes/rash/skin condition"), migraine ("migraines/migraines / headaches"), abdominal pain lower ("cramping"), menorrhagia ("excessive bleeding during menstruation/ I bleed for 4weeks"), abdominal discomfort ("mt stomach is the same way... Horrible feeling"), emotional disorder ("I know that my emotions were on high alert"), feeling abnormal ("brain foggy"), menstrual disorder ("I bleed for about 4 weeks after.. Just enough to need a panty liner with a weird smell"), helplessness ("with me it was the feeling of helplessness that really made it worse"), hydrometra ("fluid within my uterine wall"), gastrointestinal disorder ("gi tract problems since having essure placed/gi condition"), dermal cyst ("in didn¿t have cyst in my lower body but I have had 1 on face one on neck and one on arm"), food allergy ("food allergy"), flatulence ("I did have bad gas pain"), uterine prolapse ("appt on wednesday to check prolapse etc"), medical device site inflammation ("I did have inflammation around one"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infect"), vaginal infection ("vag infect"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy") and fallopian tube spasm ("tubal spasm") and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with allopurinol (elavil), amitriptyline, antibiotics, bupropion hydrochloride;naltrexone hydrochloride (contrave), levothyroxine, lorcaserin hydrochloride (belviq), sumatriptan succinate (imitrex df), venlafaxine, vitamin d nos (vitamin d) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, rash, nausea, menorrhagia, dysmenorrhoea, abdominal pain, metrorrhagia, iron deficiency anaemia, hypersensitivity, fibromyalgia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia and hyperhidrosis had resolved, the gastrointestinal haemorrhage, cervix carcinoma, adrenal mass, abdominal pain lower, abdominal discomfort, emotional disorder, menstrual disorder, helplessness, hydrometra, gastrointestinal disorder, dermal cyst, food allergy, flatulence, uterine prolapse, medical device site inflammation, headache, female sexual dysfunction, allergy to metals, depression and fallopian tube spasm outcome was unknown and the migraine, feeling abnormal and weight increased was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, adrenal mass, allergy to metals, alopecia, cervix carcinoma, cystitis, depression, dermal cyst, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flatulence, food allergy, gastrointestinal disorder, gastrointestinal haemorrhage, genital haemorrhage, headache, helplessness, hydrometra, hyperhidrosis, hypersensitivity, iron deficiency anaemia, medical device site inflammation, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine prolapse, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: I had mine done laparoscopic with 3 incisions (one in belly button and two on each side). Received treatment for bladder infection, uti, vag. Infection, vag. Discharge, apareunia (inability to have sexual intercourse). Current weight 301 lbs. Five to six coils were visualized outside the ureterotubal junction. Three coils were seen protruding form the ureterotubal junction with correct centered placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(6)2005: essure confirmation test(s) conducted - bilateral occlusion. Total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia. Lot number: 12265690 manufacture date: 2004-06 expiration date: 2005-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received. Event added: tubal spasm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.